Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced loss of connection. The patient had nausea and vomiting. The patient tested his ketones in urine and ketones showed they were extremely high: above 160 mg/dl. The wife took the patient to the hospital at 2:55 pm and the patient was admitted to the emergency room. There they diagnosed the patient with diabetic ketoacidosis and measured the ketones which were 3 times plus the normal values. They treated the patient with IV fluids and IV insulin. The patient was transferred to the intensive care unit and they treated there with IV insulin. After 2 days the patient recovered and was discharged. There was no bg (blood glucose) nor cgm (continuous glucose monitor) values reported during the entire event. At the time of the report, the patient was fine. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.